Manufacturer narrative:
The high-resolution stereo viewer (hrsv) was evaluated, and it was found that the unit was working, but had failed a backlight (bl) calibration test. Once, a new bl was installed and the hrsv passed the bl calibration test. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
A distributor field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) due to the left eye being blue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to have the hrsv returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye monitor of the high resolution stereo viewer (hrsv) was blue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor field service engineer (fse) and obtained the following additional information: the customer confirmed that system functionality was checked upon powering on the system and the system initially powered on without errors. The customer reported that the issue happened during the procedure, and the surgeon swapped to the other surgeon side console (ssc) as they had a dual ssc system. No actions were taken during the procedure, as the procedure was completed normally on the other ssc. The fse then replaced the hrsv monitor. No patient demographics available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The high-resolution stereoscopic viewer (hrsv) was analyzed, and the reported failure could not be reproduced. However, the error and fault were confirmed via the system logs. Error 119 was found in the logs meaning "low current". During in-house fa, the technician installed the monitor to a printed circuit assembly (pca) xi system. It powered up normally with a good image in both eyes. It had passed communication and there was no noise when it was left idle on the system for 30 minutes and did one hour of power cycles with no error. There was no trouble found (ntf). The complaint was not confirmed based on failure analysis.